Manufacturer narrative:
The system and the laser indirect ophthalmoscope (lio) were both examined. The lio was confirmed/non-conforming and was described as ¿worn and broken.¿ a replacement was ordered for the customer to self-install at a later date. This was done to resolve the issue. The system was tested and found to meet product specifications. The associated system was manufactured on december 4, 2012. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported issue(s) can be attributed to the gradual wear and tear on the lio cable over time. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser indirect ophthalmoscope would not fire and the aiming beam would not appear. Additional information has been requested.